Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was working great and there was great coverage. However, on the day prior to the report at the two week follow up appointment, the health care professional noted that the implantable pulse generator (ipg) pocket incision was open and infected. It was noted that the lead placement incision was fine. It was noted that the health care professional ¿tried to pack it in¿ and provided an oral antibiotic. It was noted that the health care professional was considering surgical intervention on (B)(6) 2014. It was noted that there would be a potential battery replacement or a wash out of the pocket with antibiotic solution. It was further reported that on the day prior to the report they removed the battery, took cultures, washed out the pocket, left the lead in place and closed. It was noted that the culture results were unknown. It was noted that they would treat with oral antibiotics and re-implant the battery in about 1 month. The reporter noted that the patient was not receiving therapy but other than that she was fine. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported the implantable neurostimulator (ins) from (B)(6) 2014 was infected and was removed on (B)(6) 2014. The 2x8 paddle lead from (B)(6) 2014 was removed on (B)(6) 2014. The patient had an entire new system implanted on (B)(6) 2014.

Event description:
Additional information received reported the onset/diagnosis of infection was 1 week after surgery. The patient did not have meningitis. The ¿date of last refill was unknown.¿ the signs and symptoms of infection included redness, swelling, drainage at the battery site. The primary location of the infection was in the lumbar region, and the culture source was also from the lumbar region. The patient was treated with intravenous antibiotics (from surgery) and oral antibiotics. The patient¿s infection reportedly resolved.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).